Event description:
It was reported that the ilet user's blood glucose dropped to 45 mg/dl after accidentally announcing the same meal twice. The user was advised to treat with fast-acting carbohydrates; the event involved an incorrect procedure, and the relevant device component was the user interface. Symptoms included hypoglycemia with a nadir of 45 mg/dl. Outcomes included serious injury and the need for medication in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an acidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.